Event description:
The patient reported that the 'up' button on the keypad has been sticking. The patient reports that the keypad is peeling off the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.